Event description:
User facility states that over a period of two days usage, device began to get warm. The heat was noted near the distal end towards the pt, near the bearing. Then the device froze up. No injury was reported from the user facility.